Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline disconnect event occurred. The cause of the driveline disconnect was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed two, momentary pump stop events that appeared consistent with physical disconnections of the driveline. A specific cause for the driveline disconnections could not be conclusively determined through this evaluation. Additionally, review of the files confirmed a momentary pump stop event that appeared consistent with electrostatic discharge (esd). The system controller event log files contained relevant events from (B)(6) 2023 and (B)(6)2023. Two driveline disconnect alarms that appeared consistent with physical disconnections of the driveline were captured between (B)(6) 2023 and (B)(6) 2023, resulting in momentary pump stop events. The driveline appeared to be reconnected in 8 seconds or less in both cases and the pump ramped back up to the set speed without issue. An additional driveline disconnect alarm and subsequent momentary pump stop event was captured on (B)(6) 2023. This event appeared consistent with a pump reset due to esd. The pump regained speed without issue and resumed normal operation at the set speed approximately 5 seconds after the onset of the event. The remaining driveline disconnect alarms captured within the files appeared consistent with the reported controller exchanges. No other notable pump-related events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 entitled ¿patient care and management¿ warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.